Event description:
It was reported that during use, we observed urine leaks at the level of the urethral meatus. The catheter seems to be well positioned and the balloon seems to be properly inflated. It happened with catheters size 16 and 18. No pre-testing was done. The balloon was inflated with 10cc of sterile water. There was no report of encrustation, or bladder stones.the gel used was listed as kly5. The catheters were removed and changed. The patient's conditon was reported as fine.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Manufacturer narrative:
(B)(4) there was no complaint sample returned for investigation. Therefore, no physical assessment could be conducted. Due to no actual sample returned for this complaint, any further investigation was not possible. Moreover, lot number is not provided, hence DHR review could not be carried out. Therefore, this complaint could not be confirmed.

Event description:
It was reported that during use, we observed urine leaks at the level of the urethral meatus. The catheter seems to be well positioned and the balloon seems to be properly inflated. It happened with catheters size 16 and 18. No pre-testing was done. The balloon was inflated with 10cc of sterile water. There was no report of encrustation, or bladder stones. The gel used was listed as kly5. The catheters were removed and changed. The patient's condition was reported as fine.